Manufacturer narrative:
Product nor lot number was provided to abbott spine. Implants were given to the patient. Investigation of the event is pending.

Event description:
An elderly female underwent revision surgery to remove incompass pedicle screws from her lumbar spine in 2007. During a recent post operative exam, the surgeon found via x-ray that the top 2 screws had pulled out of the bone. Due to the patient's soft bone, the surgeon did not reimplant any hardware, although the pt was not fused. The surgeon did retain the cages implanted in the disc space from the original surgery.